Manufacturer narrative:
(B)(4). Date sent: 12/12/2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Log. It was reported that during an sleeve gastrectomy procedure that on the last firing of the procedure, rep observed that the device was on correctly and the surgeon closed on the last firing on the staple line, the buttress pushed ahead. He stopped mid-fire and removed the stapler. Then he put a new stapler in and finished with gore product. He over sewed the error he wasn¿t happy with and it was fine. Another device was used to complete the procedure. There were no adverse consequences for the patient.